Manufacturer narrative:
Failure analysis confirmed the insulin pump had moisture damage on the electronic boards. No unexpected vibrating noted. The pump was returned with cracked case all corners of display window and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 170 mg/dl. The customer stated the insulin pump was exposed to moisture; water. The insulin pump was vibrating without any alarms. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.